Event description:
It was reported that the pulse generator exhibited ventricular over sensing. No other information could be obtained as the patient was seen in another state. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.